Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that a fluid leak was discovered in association with pd treatment. There was an air detected in cassette warning in drain 2 of 3. There was fluid found inside the module. In a follow up, the nurse said the patient was in training in the clinic for pd treatment. During drain 2 there was an air detected in cassette warning. Fluid was found inside the cycler pump module. The patient was drained manually and resumed treatment the next day on a different cycler. There was no harm, intervention or adverse event associated with the fluid leak the cycler set was discarded.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that a fluid leak was discovered in association with pd treatment. There was an air detected in cassette warning in drain 2 of 3. There was fluid found inside the module. In a follow up, the nurse said the patient was in training in the clinic for pd treatment. During drain 2 there was an air detected in cassette warning. Fluid was found inside the cycler pump module. The patient was drained manually and resumed treatment the next day on a different cycler. There was no harm, intervention or adverse event associated with the fluid leak the cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.